Event description:
It was reported that, 2 weeks ago, the patient felt a "sporadic heat" on the bottom of their right foot. This heat became more consistent the following week. It was also reported that the patient felt numbness above their implantable neurostimulator (ins), on their right side and stomach area to the right arm. The armpit and arm areas also felt numb and itched and were the sensation was further described as "feels like pins and needles". It was noted that the ins was implanted in the right buttock area and that the device was moving around ("not stable") and therefore caused the heat at the bottom of their foot. The patient noticed that when the ins battery became loose in the pocket was when the stimulation began to change. There were no falls or trauma that were reported by patient that would have caused the issue. It was mentioned by the patient that the numbness they had in their right foot was constant and not related to the stimulation being on or off but did note that it was more intense with the stimulation on. The patient also sta ted the ins felt sore. The patient had the ins implanted for pain on their left side. The patient had met with their doctor on (B)(6) 2015 and redirected the patient for reprogramming. Additional information received on march 19, 2015 confirmed that the patient had numbness in the left foot, a "hot feeling" in their left foot, and a numb sensation to the touch in the rib and abdominal areas. It was noted that in the last 2 weeks the patient had some of the numbness and shocking where the leads come down to the battery and in the rib/abdominal area. The patient primarily used group d with d1 using electrodes #3, 4, and 5 while d2 used electrodes #3, 4, 5, 11, 12, and 13. Impedance testing showed normal values with 7 references checked (ranged from 724 to 1150 ohms). When the manufacturer's representative attempted to switch to group a (programmed toward to the lead) the patient felt the same rib sensation. While attempting to switch to group c (programmed to the center of the lead) the patient felt "like the abdomen is still numb to the touch". The representative then created a new program for the left side of the lead using electrodes #3(+), 4(-), and 5(-) and the patient felt like it was covering the pain on their left side (which was what the ins was implanted for). The group impedance value for this new group was 612 ohms at 3.975 ma. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report w ill be sent.

Event description:
Additional information received reported that the patient had an x-ray of the implantable neurostimulator (ins). The doctor could not find any problems with the device and impedances were normal. The only thing the manufacturing representative (rep) could think of was that there might be a peripheral nerve that was irritated and causing the symptoms. They might do an injection and see if that would relieve the discomfort or just watch it for a while. The patient was receiving effective therapy in the targeted area.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 285240002, implanted: (B)(4) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-p4, lot# n294201, implanted: (B)(6) 2011, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).